Event description:
On (B) (6) 2010 a doctor reported that a patient lost one (1) implant due to unknown causes. It was not specified how long the implant had been in place because the doctor did not provide the exposure date.